Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, there was drainage from the jackson-pratt (jp) drain. Heparin was discontinued. A hematoma was noted around jp/impella site. Jp drain clotted overnight. The nurse stated she stripped the drain and received more output. The patient remains on impella support.